Manufacturer narrative:
The device has not been received for investigation. Therefore, we're unable to confirm the reported incident of unintended movement of the ica safety balloon sleeve. Since the exact nature of the additional issues is unknown, the root cause of the additional reported issues could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 2 of 3 related to the second device used in the event.

Event description:
It was reported that during a carotid endarterectomy procedure the ica safety balloon sleeve was odd (moved) while it was over the balloon. It was fixed and upon inflation the sleeve moved again, pushing it slightly off the balloon. Another device was used to complete the operation. No injury was reported to the patient. It was reported that this was the third time this has happened. Additional information about the additional two occurrences including specific dates, product information and failure modes was requested but not made available. The customer noted that the past issues may have been 12-18 months ago and the failure mode may have been the common carotid balloon deformed or not inflating. Note: this is report 2 of 3 related to the second device used in the event.